Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-sep-2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced two connector adapters that did not lock into place during a supply change. The user replaced them with a third connector, which attached successfully, and insulin delivery resumed without issue. No hospitalization was required and no long-term health effects were reported.